Event description:
It was reported that noise manifested as atrial tachycardia/atrial fibrillation episodes were observed during remote transmission on the atrial lead. Noise consistent with insulation degradation was confirmed during a procedure for a generator change-out. A can on lead abrasion was observed on the atrial lead. Though the plan was to address the atrial lead prior to the procedure, the physician opted not to replace the atrial lead due to the patient not needing it for pacing. Programming changes to "ventricle only" were made. The insulation defect was repaired with a suture sleeve and medical adhesive and remained implanted. There were no patient consequences.